Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Eval summary - the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips would not close completely and the clips were open ended. Another device was used to complete the procedure. There was no adverse consequence to the pt.